Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Visual evaluation of the returned product/photographs provided identified the following: damage to sterile blister with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating. In addition, foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.